Manufacturer narrative:
A compressor mini was reported making noise. A service engineer found issues with the motor and suggested to replace it. The customer declined to use the compressor mini and decided to stop using it. Due to lack of information, it is not possible to identify the underlying causes of the issue.

Event description:
Manufacturer ref. #: (B)(4).

Event description:
It was reported, that the compressor was making a noise from the compressor's motor. There was no patient harm. Manufacturer ref. #: (B)(4).